Event description:
Mynx closure device was deployed right femoral artery at 18:28. Bleeding noted at site. Manual pressure applied by the physician. Venous sheath was also disconnected at this time per physician's order, with pressure to the venous site. Site continued to ooze blood. Femostop applied at 18:40 per physician's order. Hemostasis was obtained with the femostop.